Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that this lead dislodged one month after the implantation. The lead was explanted and replaced. No adverse patient side effects were reported.